Manufacturer narrative:
Outcomes attrib. To ae-corrected from other to required intervention (B)(4). Catalog/model # - corrected from 39251-1230 to 39528-1625. (B)(4).

Event description:
It was further reported that in (B)(6) 2014, patient presented with congestive heart failure and percutaneous coronary intervention (pci) was performed. The de novo target lesion was located in the mid left anterior descending (lad) artery. An unspecified stent was previously implanted in the proximal lad to mid lad. Predilatation was performed resulting in 25% residual stenosis. A 2.5x16mm promus premier stent was implanted at 10atmospheres, in an overlapping manner. The physician noted that the subacute stent thrombosis was due to malposition of the overlapped stent. The lesion was then treated with thrombectomy and dilation. The patient's status was stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A 12 x 3.00 promus premier¿ stent was selected and implanted; however, subacute thrombosis was noted. No further patient complications were reported and the patient's status was good.